Event description:
It was reported that the user experienced hyperglycemia after changing the cgm sensor, describing prolonged inaccurate high glucose readings from the cgm for several hours, and the event required follow-up to gather additional details. Symptoms included elevated blood glucose. Outcomes included temporary interruption of normal activities due to the event. Investigation included customer interview and records review. Investigation of this case revealed that the cause of the hyperglycemia remained unclear and no device alarms were reported. It was concluded that a device malfunction could not be confirmed and the root cause remained undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.